Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a field service engineer (fse) verified the issue and completed initial testing, during which no faults were observed. But later the interface cable was replaced by the fse to rule out cabling as a cause. Testing in hta (hardware testing application) was successful. However, when user performed testing involving loading and unloading inventory in various configurations, the system failed when multiple tasks were combined. The failure occurred when five or more tasks were grouped together and involved loading or unloading auxiliary or main drawers or other associated peripheral devices. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, lock was failing when trying to access medications. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.